Event description:
It was reported that during a da vinci-assisted surgical procedure the inner silicone portion of the cannula seal broke off mid-case. It seemed as though when certain instruments were inserted, a piece would rip off and end up inside the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but isi has not received a device for failure analysis evaluation. Review of the provided image is consistent with the alleged complaint that a piece of the cannula seal broke. Root cause of the failure mode cannot be confirmed without the returned device.